Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one tablet was dispensed at one station, while another dose for the same order number was dispensed at a different station. Additionally, the "too close" message was not displayed in the remove warnings report. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and verified that the 'too close' setting was consistently configured (set to 60 minutes) across pharmacy formulary, device, and facility levels, with the medication order frequency set to bid. Upon reviewing reports, it was confirmed that the same nurse dispensed the same medication from two different stations within a 2 minute interval under the same order ID. Continued investigation determined this behavior occurred because each pyxis station processes transactions locally and dids not have real time visibility into activity from other stations until transactions are uploaded to and synchronized through the server. This can result in the 'too close' warning not triggering across stations in such scenarios. Explanation was provided to the customer to clarify system behavior and set expectations, after which no further assistance was requested. The system functioned as intended after the technical support specialist verified the device.